Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a the implant procedure of this implantable cardioverter defibrillator (ICD) and a non-boston scientific lead, a single audible beep was heard from the device while the pocket was being closed, and the physician requested clarification regarding the cause of the beep. It was confirmed that there was no magnet used at the time of the event. Technical services requested device data for further analysis. Review of the device data indicated that a leakage on lead fault had been logged during the implant; however, this condition is not programmed to generate an audible alert. No device resets were observed. Diagnostic data included normal manual lead impedance measurements, the cause of the reported audible beep could not be determined. No adverse patient effects were reported. This device remains in service. Additional information was received that the cause could not be determined and the implant procedure was completed with a non boston scientific device. No additional adverse patient effects were reported. This device has not been received for analysis.